Event description:
A patient was implanted with a pfna (proximal femoral nail antirotation) fixation system implanted on an unknown date in the (B)(6). On an unknown date, patient requested removal of the pfna due to irritation and discomfort. The right femur fracture was healed and there was no evidence of non-union or infection. On (B)(6) 2013, patient was returned to operating room for removal. Surgeon attempted removal using the extraction tool for the tfn (trochanteric fixation nail) system. This tool was not compatible with the pfna system, the locking washer on the tip of the pfna helical blade broke off and the surgery had to be aborted. The nail and blade remained implanted. This report is for an unknown pfna blade. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown pfna blade, quantity 1. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.